Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor 5 milliliters/hour 12 pack in which there was a leak detected. There was a breach of the sterile fluid pathway. There was no adverse event, patient injury, or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Additional information: the sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. Similar reports have been received for the reported problem. "A batch review has been performed and there were no exceptions noted during the manufacturing of this device". If additional information or samples become available, a follow-up report will be submitted.